Event description:
It was reported that a general complaint of intra-op lead dislodgment was made on model lpa1231/52. It was believed that the leads were able to be repositioned, however, details related to the specific cases were not provided. Further information was requested but has not been received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
\It was reported that a general complaint of intra-op lead dislodgment was made on model lpa1231/52. Further information was requested but has not been received.